Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported kinked cannula on (B)(6) 2024 which led to high bg. The infusion set was in use for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.